Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analyst commented, the week of (B)(6) 2016 max rv capture threshold measured greater than 2.5volts. Only this one value recorded on capture management trend. The device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, device automatic and manual measurement indicated high right ventricular (rv) lead threshold. The following day, automatic and manual measurement indicated high rv threshold again, and physician decided to re-position the lead. During revision procedure, parameters measured through analyzer in the new lead position were ok, but measured through the ipg still showed high threshold on rv lead. The ipg was explanted and replaced with a different device, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.